Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-mar-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device revision procedure, the device interrogation showed the connections were ¿all x¿d out.¿ it was further reported that troubleshooting was performed by connecting the lead to a new battery, and the same abnormal interrogation finding persisted. The lead was then removed and replaced with another lead, after which interrogation findings were reported to have checked out good. The issue was reported as resolved, and the patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep confirmed no visible damage to the lead.